Manufacturer narrative:
As this lead remains implanted no analysis will be performed. Should additional information become available this event will be updated.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited noise and loss of capture. A lead dislodgment was confirmed. The device was reprogrammed and the lead was repositioned successfully. No adverse patient effects were reported.